Event description:
The customer called to report that they were hospitalized for high bgs. Troubleshooting was performed. The high-pressure test could not be performed due to the lack of clamp. The prime test was ok. It was stated that the cusotmer does not run a fixed prime after removing the introducer needle.